Event description:
Additional information received indicated that prior to lead being capped suspected fracture was noted. The capped lead was later explanted during a lead revision. Patient condition was stable after the event.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the rv lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.8cm was returned for analysis. Internal insulation abrasion was noted at 6.8-7.6cm from the distal tip. External and internal insulation abrasions were noted at 8.7-9.9cm from the distal tip. The external abrasion is consistent with friction to another device or feature of the heart. External insulation abrasion was noted at 42.7-43.0cm from the distal tip, consistent with lead friction to the ICD can. Internal abrasion proximal to and continuing under the rv shock coil was noted at 6.2-7.2cm from the distal tip. Internal insulation abrasions under the rv shock coil was noted at 6.4-6.5 from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.3-5.9cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasions under the rv shock coil were noted at 3.5-4.0cm and 4.6-5.8cm from the distal tip. The sensing etfe conductor was abraded at these three locations. This is consistent with the observation from the field of noise and inappropriate shocks.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.